Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed the battery and the insulin pump alarmed failed battery test. The customer was advised to disconnect, remove the reservoir and rewind the insulin pump. The customer was not able to rewind. The customer stated she would go home and try a new battery from a new pack. Blood glucose value was 191 mg/dl. Customer was advised to call back if issue continues.